Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Previously reported event injury was updated to new event medical device removal. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 12515308, 922609) inserted for female sterilisation. The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right- 10 trailing coils noted, left- only one coil trailing. Diagnostic results (normal ranges are provided in parenthesis if available):pregnancy test urine - on (B)(6) 2013: negative. Lot number: 12515308, manufacturing date: 2012-01, expiration date: 2014-07 .lot number: 922609, manufacturing date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 8-jan-2021: quality-safety evaluation of ptc.we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 12515308, 922609) inserted for female sterilisation. The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right- 10 trailing coils noted, left- only one coil trailing. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: medical record received. Lot number, reporters information, lab data and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.